Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue, and the sensor session was successfully initiated.